Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported osteolysis and loosening is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, pt hip disconnected from pelvis due to bone loss. This was due to corrosion. On (B)(6) 2012, the implants were removed. Pt has no hip now, cadaver bone was put in place. Pt is scheduled for a CT scan on (B)(6) 2012.